Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned products confirms the complaint; the o-rings are damaged and the trials are heavily used with scratching and gouging of the material. A search of the complaints databases identified other similar reports against the product code with the root cause finding of wear out. Product problem has not been identified. The root cause is attributed to wear out and misuse. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon stated the sizing guide was stripped and rotated inside handle making it difficult to place his quide pin correctly. Upon inspection, it was discovered that the other pieces were worn and stripped as well.